Event description:
It was reported that the customer was hospitalized with a blood glucose reading over 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it s unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed and replaced in 2009. It was stated that "the old one quit working and he said oh the battery is depleted then he checked it in the operating room and he said no the wires were broke at the shoulder and he replaced them and never worked the same afterward." It was stated " the first one worked fantastic for 4 years/ no problems, didn't have a lot of pain/not on a lot of pain medicine."